Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported unsure cannula properly inserted and bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone control android, omnipod software app version: 3.1.1, operating system: ap3a.240905.015.a2.s911usqs6dyi3, hardware: sm-s911u, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 330 mg/dl while wearing the pod between for less than an hour. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). When the pod was removed, the cannula was found bent.